Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed and infusion of total parenteral nutrition (tpn) was stopped prior to the bag being emptied. The patient was terminally ill and had low blood sugar. No patient injury was reported. Total volume was 960 ml, primed tubing at 20 ml, and was set to infuse for 20 hours, but only infused for 17 hrs and 42 mins.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the explore; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).